Event description:
Power switch overlay failed. There was no patient involvement.

Manufacturer narrative:
Rec¿d report date. MFR rec¿d date. The manufacturer¿s international service technician confirmed the reported alarm led issue. The manufacturer¿s international service technician recommended replacement of the power switch overlay to address the reported problem. The customer rejected the device estimate and the device was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019.

Event description:
Power switch overlay failed. There was no patient involvement.